Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports electric shocks from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports electric shocks from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports electric shocks from their adc device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The returned sensor was further investigated and de-cased. Visual inspection has been performed on the de-cased sensor's pcba (printed circuit board assembly) and no evidence of fire was observed. An extended investigation was also conducted. Performed a visual inspection on the returned sensor, no issues observed. The returned battery voltage was measured, and a power consumption test was performed, and both were within specification. The current draw on the returned sensor was within specification and all results were within specification. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. All test passed indicated no possibility of causing the customer's complaint. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.